Manufacturer narrative:
Device evaluated by MFR-there were no visible anomalies noted with the returned 7f safire bi-directional catheter. The catheter was able to produce the correct shape in both directions when actuating the steering mechanism; no abnormal resistance was encountered. The catheter was successfully attached to an sjm extension cable; no abnormal resistance was encountered. Electrical testing of the catheter for shorts, opens, and isolation was performed. Electrodes 1-4 displayed acceptable resistance values, which were within spec. Manipulation of the catheter during testing confirmed stable resistance values were within sjm spec. The temperature response of the thermocouple was within spec. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported during an ablation procedure, using a safire bi-directional catheter, a steam pop and transient av block occurred. During the 5th rf application of a slow pathway modification, a steam pop was felt and heard by the physician. A stockert generator was used and it was set at 55 degrees celsius and 50 watts. When the steam pop occurred, the stockert was at 50 degrees celsius and 50 watts. Immediately after the steam pop occurred, rf was turned off and the pt experienced 3 non-conducted sinus beats followed by rva pacing. A few seconds later, when rva pacing was terminated, the pt was in 2:1 avb. Following this occurrence, the pt's rhythm was monitored for 1.5 hours. During this time, with and without isuprel, the pt returned to normal sinus rhythm with normal av conduction (ah time returned to 80-90 ms). No intervention was required. The pt left the lab and in normal sinus rhythm.